Event description:
Procedure: sleeve gastrectomy. According to the reporter: first two applications fired without issue (black 60 then purple 60). Third application fired about 1/4th of the way and stopped. Surgeon retracked and reloaded a new purple with peri-strips and tried again with same unsuccessful results. Tried a third time with a black reload and peri-strips, again same negative results. Was there any irreversible tissue damage as a result of this problem? No. Unanticipated extension of the incision by more than one inch? No. Unanticipated blood loss of 500ccs or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the patients cavity? No. Device fragment left in the patient? No. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) :surgeon applied another black reload without peri-strips lateral to the staple line and used the manual handle instead of the power stapler. The manual was successful and used for the remainder of the case. Additional information: 1. Please confirm that product will be returned for investigation. The idrive/adapter/battery will be returned as soon as we receive the return kit. 2. What is the lot number of the two egia60amt reloads? No reloads were kept. The lot numbers of the reloads in question were not recorded. 3. What is the lot number of the one egia60axt reload? No reloads were kept. The lot numbers of the reloads in question were not recorded. 4. What is the serial number/lot number for the adapter? The only number I see is (B)(4). 5. Did the surgeon remove tissue containing the previous staple line? 6. Did attempting to fire over the same tissue three times cause any damage tissue? 7. What is the current patient status?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Refer to the same case.